Event description:
Company received a report that from a biomedical engineer that the unit was sitting on a shelf and he had no idea how long it had been there. When it was tested it was found that the unit did not provide an audio tone. There was no pt harm.